Event description:
Information received indicates the head up controls are not raising the head section.

Manufacturer narrative:
The technician isolated the issue to a sticking valve. He replaced the valve to repair the bed.